Manufacturer narrative:
This death event was received from a non-complainant (no information return), occurred within one year of implant (became known within 5 years) and no dissociation can be made. Accordingly as the implant date and previously reported product problem was made available via the staging record creation, the staging record create date will be reflected as the become aware date. The initial reported event was received on (B)(6) 2015. Of note, the reportable malfunction (atrial undersensing) is normally submitted via a bimonthly medwatch report submission that was submitted on 2015-02-10. Information was subsequently received on (B)(6) 2015 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Attempts to obtain additional information regarding the cause of death were unsuccessful. (B)(4).

Event description:
The implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately eight months after possible right atrial (ra) lead undersensing was noted. The cause of death has been requested and not received.

Event description:
It was reported that the right atrial (ra) lead exhibited possible undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The proximal portion of the lead was returned, analyzed and no anomalies were found. The proximal portion received measured 3 centimeters long.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m62 lead, implanted (B)(6) 2014. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.